Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited the emergency room on (B)(6) 2017 as a result of high blood glucose. The customer's blood glucose level at the time of the hospitalization was within the range of 400 mg/dl to 500 mg/dl. They were wearing the insulin pump at the time of the hospitalization. They were treated and when their blood glucose level lowered down they were released. Troubleshooting for the insulin pump was performed. The insulin pump passed the high-pressure test. The device will not be returned for analysis.